Manufacturer narrative:
The device was not returned to empi for an evaluation. If more information becomes available a follow-up report will be submitted. Patient did not return the device..

Event description:
(B)(6) 2014, it was reported to empi that a patient experienced sharp pains while using a select tens device. The patient stated that five minutes after she started treatment on her right shoulder blade that she started experiencing sharp pains in the back and chest going from the right side of her torso to the left side of her torso. She immediately stopped the treatment. Within a couple of minutes she experienced right eye pain, the symptoms lasted for 30 to 45 minutes after stopping the treatment. The patient was advised by the empi clinical specialist not to use the device until she discussed this with her doctor. (B)(6) 2014, the patient's husband said they no longer want the device and is going to see the doctor on thursday (B)(6) 2014. The patient is still having shortness of breath and still having pain across her chest, she was advised by the empi clinical specialist to go to the doctor before thursday.